Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of (B)(4) (manufacturer). This report has been identified as (B)(4) internal report #(B)(4). In a follow up with the facility, the reporter stated that the incident occurred on (B)(6) 2012 and no adverse reactions occurred as a result of the incident. He was not able to provide any more information about the event. The actual device involved in the event has been received and the investigation is on-going at this time. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility: ref # (B)(4), 1 item, occurred (B)(6) 2012: reports did not infuse correct amount. Pump was on battery; customer does not know if under or over infusion, or any other details of the infusion other than occurred in nicu. No pt injury and pump was removed from service at that time.